Manufacturer narrative:
Baxter performed a medical assessment and determined there was no device malfunction associated with this event, it has been determined that there is information that reasonably suggests that the reported event occurred due to user error. This case is assessed as serious since the patient was being cared for at the intensive care unit (ICU) of the hospital. The volume of amiodarone actually delivered to the patient is unknown, but based on the reported rate of 1mg/min for both step 1 and step 2, this dosage is still considered to be within the range recommended for the average adult. According to the american college of cardiology, the dosing of amiodarone for patients in the acute setting includes a loading dose of 150mg IV over 10min, which then should be sustained via an infusion of 0.5 ¿ 1mg/min. Whether the clinician opted for step 1 or step 2, the intended rate of delivery never exceeded 1mg/min. As an anti-arrhythmic, amiodarone is known to produce some degree of abnormal heart rhythm, particularly when administered intravenously. Drug interaction between amiodarone and dopamine is also expected. Review of the clinical circumstances currently available reasonably suggests that the steps used in the multifunction programming delivered the drug at a safe rate (1mg/min) and therefore unlikely to cause or contribute to death or serious injury. In conclusion, it is unlikely that the spectrum infusion pump has caused or contributed to the reported serious event of atrial fibrillation in a patient treated in intensive care. The event history log (ehl) was " reviewed and did not verify that step 2 was missed in the programming of the multistep infusion. The additional information given by the reporter stating ¿nurses are hitting ok very fast and thinking they are on step two when device is still in step one, when device completes second run, it asks to complete step 2 and nurses realized it was still on step 1 for previous run¿ was determined by baxter¿s quality engineer evaluation to be a normal function of the device. If the user selected ok too quickly, verifying the programmed parameters without reviewing for accuracy, step 2 will default to the programmed rate of step 1. The spectrum operator manual instructs the user to verify the programmed settings for a multi-step infusion before going to the next step. Additionally, there is a visual indicator on the screen of the current step. Use errors and proper user instructions are addressed in ¿spectrum operator manual¿, which is shipped with every spectrum device. The manual instructs the user to confirm safe operation and to never operate the sigma spectrum infusion pump unless safe operations are being practiced, including; ensuring correct patient, correct route and correct drug. Ensuring pump settings, for example; drug/concentration, dose mode, dose rate and time. Monitoring vital signs and IV access sites per facility¿s standard practice of care. Monitoring the infusion to ensure that the infusion is delivered as intended. It also provides step by step instruction for the proper set up of a multistep infusion with the device. The device was not received for evaluation; therefore, a device analysis could not be completed. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a user mis-programmed a multi-step infusion using a spectrum pump in the intensive care unit. The treating physician allegedly prescribed an intravenous (IV) infusion of amiodarone, an antiarrhythmic drug, at 900mg in 500ml solution and was intended to be delivered as a "multi-step" infusion. "Step 1" was allegedly programmed at 1mg/min. Six (6) hours later, it was reported that step 1 was reprogrammed at 0.5mg/min. A new bag was started roughly 18 hours later ((B)(6) 2018 pm) at the same dose of 0.5 mg/min. In the evening of (B)(6) 2018, the event history log (ehl) was checked by the user and allegedly it showed that step 1 was completed and step 2 was started at 1mg/min with a volume to be infused (vtbi) of 500 ml. The ehl also showed that the infusion was stopped just over one hour later. It is unknown if the start of step 2 was performed intentionally, or if step 2 was started instead of step 1. Since it was reported that the user intended to deliver amiodarone via a multi-step program, it is inferred that step 2 had to be commenced at some point along the course of the regime. The intended program for step 2 was unreported. Additional information was later reported by the user, stating that when a multi-step is being performed the nurses are hitting ok very fast and thinking they are on step two when the device is still on step one, when device completes second run, it asks to complete step 2 and nurses realize it was still on step 1 for previous run. The reporter also claimed that the patient did not sustain serious health deterioration related to this event. No additional information is available.